Manufacturer narrative:
H3: findings/root cause: the suspect device was not returned for evaluation. However, the customer was able to provide log files for further investigation. Tech support reviewed the logs and verified that the alarm was present in the device logs. The customer replaced the o2 sensor and this fixed the issue. The customer's reported complaint was able to be confirmed, and root cause is most likely a defective o2 sensor, however, the original o2 sensor has not been returned for evaluation.

Event description:
Additional information received indicates that no product was returned, however an investigation was completed.

Manufacturer narrative:
File identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. There was no patient involvement reported. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported that the device exhibited tf 389 - no o2 dosing possible. There was no patient involvement.